Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the patient for the endovascular treatment of an unknown size thoracic dissection. One week post procedure it was reported an acute aortic dissection with another site of tear was diagnosed by CT with contrast. Intervention was performed where a partial arch replacement was carried out. Per the site the event was device related. No additional clinical sequala were reported and the patient is fine.

Manufacturer narrative:
B5; additional information received : the site assessed the type a dissection as unlikely related to the device and procedure and probably related to the dissection under study. The medical monitor assessed it as related to study device, study procedure and the dissection under study. The cec assessed it as related to study device, not related to study procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.